Event description:
It was recently reported that the pt experienced a suicide attempt with (B) (6). It is unclear if this is an increase for the pt as she is a trd pt. No further details have been made on the issue to date. Good faith attempts to obtain additional info have been unsuccessful to date.